Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient was seen because her programmer was beeping. The rep disabled the reminder to charge the patient's implantable neurostimulator (ins) using the clinician programmer. This resolved that problem. The rep was not involved in a power on reset (por) situation involving this patient or any other. A different rep reported that after speaking with the patient, she realized the patient had a beeping noise that she needed help with. There was never a por.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that therapy was stopped due to a por message on the patient programmer. Follow-up with the rep revealed that the rep spoke with the patient and does not think the patient had a por; a different rep is meeting with the patient the following week. Additional information has been requested regarding the event date, device identifiers, associated symptoms, cause, troubleshooting, and outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.